Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified to be underweight, red particles in the shell and an opening on the posterior. A visual and microscopic analysis was performed which identified a sharp opening on the posterior and some stress marks. A dimension measurement in the shell was performed which identified the thickness was within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Healthcare provider reported rupture for the left side. Device has been explanted.